Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intraperitoneal cefapime (1 gram daily for three weeks). At the time of this report, the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Concomitant medical products: dianeal pd4, 1.5% & 2.5% ambuflex (previously reported as dianeal pd4, 1.5% & 2.5%). Should additional relevant information become available, a supplemental report will be submitted.